Event description:
Company employee reported that a new pump pt had been seen by paramedics for hypoglycemia. Pt had been priming a new infusion set and attached tubing to set base before pre-set prime volume had completed delivery. This caused excess insulin to be delivered to pt. This was pt's first unassisted change of her infusion set. This was a user error. Pt refused transport to hosp. Pump not returned.